Event description:
A malfunction alarm was reported by the customer. There was no information provided about the impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.